Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. A fracture of the associated rv lead was suspected but not confirmed. The system was removed from service and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.